Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test returning an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400, 351 mg/dl. The customer was treated with the manual injection and short acting but does not have long acting insulin. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The troubleshooting was performed for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they had performed the high pressure test and the test was passed. The product will not be returned for analysis.